Event description:
It was reported that foley catheter was placed in the operating room and removed early 1 to 2 days after surgery. When an attempt was made to remove it, the cuff roll got caught near the urethral opening, making it difficult to remove. A small amount of xylocaine jelly was injected into the urethral opening, allowing it to be removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed. Received (4) photo samples. The first photo was a top view of the three-way catheter and returned syringe. The second photo was a zoomed in view of the trifurcation site. The third photo was a zoomed in view of the tip of the catheter with deflated balloon. The last photo was of the inflation valve with the batch # ngju0239. Received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngju0239. Visual inspection noted no obvious observations. Using the return syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was placed in the operating room and removed early 1 to 2 days after surgery. When an attempt was made to remove it, the cuff roll got caught near the urethral opening, making it difficult to remove. A small amount of xylocaine jelly was injected into the urethral opening, allowing it to be removed.